Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the large clip applier instrument would not close during multiple clipping attempts. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected with no noted damage. The clip did not fall inside the patient. The type of clip used was the large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The customer attempted to use the instrument, but it never closed. The customer removed the defective instrument from the field and replaced with a new one.

Manufacturer narrative:
The large clip applier instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and found that input disks #6 and #7 were completely broken from the inside of the housing. This caused the clip applier not to close. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.